Event description:
It was reported, the md prepped the iab per instruction. While resuscitating the patient, the md inserted the iab through a sheath. The blood pressure value and the ap line on the pump was much lower than the reference line, which was measured with an external fluid filled cath lab measuring system. The pump displayed 30mmhg and the cath lab measuring system showed 170mmhg. The transducer mode was used for support. The patient expired due to heart failure.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.